Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after taking spin the navigation system stated waiting for transfer however the image never came over. The representative stated there was a nav tag on the 3d image. He tried to manually push the image through without success. The site took a second spin that had a nav tag. It was noted that the post spin did not transfer either. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that they navigated from the first spin that transferred to stealth and used c-arm for the spin that didn¿t transfer. No other input methods were used to get the images on the navigation system.